Manufacturer narrative:
(B)(4). The reported complaint of "fos module not working" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported c omplaint will be monitored for any developing trends.

Event description:
It was reported "ac3 fos module not working/accepting fos signals". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "ac3 fos module not working/accepting fos signals". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".